Event description:
It was reported that the catheter broke and an aspiration issue occurred. The 70% stenosed target lesion was located in the calcified left lower extremity vein. The degree of tortuosity was flat. An angiojet solent omni was selected for use. During thrombectomy mode, the physician was not satisfied with the effect of the suction. It was then noted that the golden part of the catheter broke and blood was leaking out. The device did not stop all activity when the issue occurred. No error message displayed. The procedure was completed by another of the same device. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The effluent/supply line, shaft and tip were visually inspected. Blood was present outside and inside the device. The waste bag was cut-off and returned for analysis. Visual inspection of the device revealed numerous kinks throughout the device. There was a hole in the shaft (gold proximal shaft) with the hypotube broken and sticking out of the hole in the shaft 42.6cm distal of the strain relief. The separated ends of the hypotube were oval, indicating that the hypotube was kinked prior to being broken. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter broke and an aspiration issue occurred. The 70% stenosed target lesion was located in the calcified left lower extremity vein. The degree of tortuosity was flat. An angiojet solent omni was selected for use. During thrombectomy mode, the physician was not satisfied with the effect of the suction. It was then noted that the golden part of the catheter broke and blood was leaking out. The device did not stop all activity when the issue occurred. No error message displayed. The procedure was completed by another of the same device. There were no patient complications and the patient's status is stable.